Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, it was found that the configuration setting of the azurion dicom pacs iscv node was wrong. The philips engineer resolved the issue by setting compression to off in the iscv pacs template. After which, the the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 7 m12 series equipment must institute a routine user checks program. The responsible organization of the azurion 7 m12 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that images do not arrive from a run. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.